Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Open csr wrap to form sterile field. 2. Place under pad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove tip on catheter lubricating jelly syringe. 6. Open plastic pouch surrounding catheter. 7. Lubricate catheter. 8. Prepare patient with povidone-iodine swab packet. 9. Proceed with catheterization in usual manner. See caution on reverse side. To inflate catheter, insert tip of water-filled syringe gently into valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water. 10. Hang the bag near the foot of the bed by using string and or hook. 11. Use sheeting clip to secure drainage tube to draw sheet. 12. The urine meter may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To provide better meter drainage, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green portion of the drain valve to the right. 13. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. 14. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Wait at least 30 seconds for balloon deflation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nursing on mb reported difficulty getting balloon to deflate prior to removing foley catheter. 1st nurse struggled and could not get fluid to aspirate. Second nurse called in and struggled also but did manage to remove fluid from balloon or bulb. Concerns that it was very difficult.

Event description:
It was reported that nursing on mb reported difficulty getting balloon to deflate prior to removing foley catheter. 1st nurse struggled and got not get fluid to aspirate, 2nd nurse called in and struggled also but did manage to remove fluid from balloon or bulb. Concerns that it was very difficult.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.